Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and tooth disorder ("dental problems."). The patient was treated with surgery (hysterectomy (full) and hysterectomy (full)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, dyspareunia and tooth disorder outcome was unknown and the pelvic pain had resolved. The reporter considered device dislocation, dyspareunia, genital haemorrhage, pelvic pain, tooth disorder and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration, perforation and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: unspecified test: results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Case become incident. New reporter, essure start; stop date; indication. The event injury to herself replace with chronic pain, dyspareunia (painful sexual intercourse), gen. Abnormal bleeding, migration, perforation and dental problems. Outcome and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (b(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("chronic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and tooth disorder ("dental problems."). The patient was treated with surgery (hysterectomy (full) and hysterectomy (full)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation, menorrhagia, dyspareunia and tooth disorder outcome was unknown and the pelvic pain had resolved. The reporter considered device dislocation, dyspareunia, menorrhagia, pelvic pain, tooth disorder and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration, perforation and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: unspecified test : results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: case correction were event gen abnormal bleeding¿ was incorrectly captured on the extraction form. The correct event was menorrhagia (heavy menstrual bleeding), as written on the plaintiff profile form incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration/migration of essure device location of device: abdominal cavity/ one coil is embedded in the abdominal cavity.'), device breakage ('device breakage'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') in a 28-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida and parity 3 (on (B)(6) 2003 ,(B)(6) 2007 and (B)(6) 2009). Concurrent conditions included diabetes, hypertension, uterine enlargement and pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysgeusia ("metal taste in mouth") and gingival recession ("gum receded"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), dental caries ("dental problems."), anxiety ("anxiety"), nausea ("nausea") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro insert"). The patient was treated with escitalopram oxalate (aciprex), escitalopram oxalate (lexapro), lisinopril, losartan, methyldopa, metoprolol and surgery (ablation, hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6)2009. At the time of the report, the uterine perforation, device dislocation, device breakage, dyspareunia, dental caries, anxiety, nausea, dysgeusia, gingival recession and pregnancy with contraceptive device outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, dental caries, device breakage, device dislocation, dysgeusia, dyspareunia, gingival recession, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration, perforation and other injuries/symptoms. A piece of the essure coil remains in abdominal cavity. In pregnancy information section- live birth reported on (B)(6) 2009 so pregnancy captured. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. The fallopian tubes have been successfully occluded.. Imaging procedure - on (B)(6) 2008: unspecified test: results of confirmation test: bilateral occlusion. Lot number (58565 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. Fu 9 and 10 processed together. On 26-feb-2020: quality-safety evaluation of ptc. Fu 9 and 10 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), embedded device ('migration/migration of essure device location of device: abdominal cavity/ one coil is embedded in the abdominal cavity.'), device breakage ('device breakage'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') in a 28-year-old female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, hypertension, uterine enlargement and pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. On 14-(B)(6) 2008, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysgeusia ("metal taste in mouth"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), tooth disorder ("dental problems."), anxiety ("anxiety"), nausea ("nausea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). At the time of the report, the uterine perforation, embedded device, device breakage, vaginal haemorrhage, dyspareunia, tooth disorder, anxiety, nausea and dysgeusia outcome was unknown and the menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, device breakage, dysgeusia, dyspareunia, embedded device, menorrhagia, nausea, pelvic pain, tooth disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration, perforation and other injuries/symptoms. A piece of the essure coil remains in abdominal cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. The fallopian tubes have been successfully occluded.. Imaging procedure - on 08-may-2008: unspecified test : results of confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received - fu 4 and 5 process together. New events - abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition : anxiety, nausea, dental problems, device breakage, metal taste in mouth, abdominal pain were added. Event migration updated to migration of essure device location of device: abdominal cavity/ one coil is embedded in the abdominal cavity. Outcome of menorrhagia was updated from unknown to recovered. Essure lot number were added. New reporter, lab data and medical condition were added. On (B)(6) 2019: medical record received - fu 4 and 5 process together. New reporter, patient race and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration/migration of essure device location of device: abdominal cavity/ one coil is embedded in the abdominal cavity.'), device breakage ('device breakage'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') in a 28-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multigravida and parity 3 (on (B)(6) 2003, (B)(6) 2007 and (B)(6) 2009). Concurrent conditions included diabetes, hypertension, uterine enlargement and pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysgeusia ("metal taste in mouth") and gingival recession ("gum receded"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), dental caries ("dental problems."), anxiety ("anxiety"), nausea ("nausea") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro insert"). The patient was treated with escitalopram oxalate (aciprex), escitalopram oxalate (lexapro), lisinopril, losartan, methyldopa, metoprolol and surgery (ablation, hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, device dislocation, device breakage, dyspareunia, dental caries, anxiety, nausea, dysgeusia, gingival recession and pregnancy with contraceptive device outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, dental caries, device breakage, device dislocation, dysgeusia, dyspareunia, gingival recession, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration, perforation and other injuries/symptoms. A piece of the essure coil remains in abdominal cavity. In pregnancy information section- live birth reported on (B)(6) 2009 so pregnancy captured. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. The fallopian tubes have been successfully occluded. Imaging procedure - on (B)(6) 2008: unspecified test : results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received , new reporter, patient demographic ,event dental problems updated to tooth decay, new event gum receded, pregnant with essure micro insert added and treatment medication and their indication added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration/migration of essure device location of device: abdominal cavity/ one coil is embedded in the abdominal cavity.'), device breakage ('device breakage'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') in a 28-year-old female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, hypertension, uterine enlargement and pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysgeusia ("metal taste in mouth"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), tooth disorder ("dental problems."), anxiety ("anxiety"), nausea ("nausea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). At the time of the report, the uterine perforation, device dislocation, device breakage, vaginal haemorrhage, dyspareunia, tooth disorder, anxiety, nausea and dysgeusia outcome was unknown and the menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, device breakage, device dislocation, dysgeusia, dyspareunia, menorrhagia, nausea, pelvic pain, tooth disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration, perforation and other injuries/symptoms. A piece of the essure coil remains in abdominal cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. The fallopian tubes have been successfully occluded. Imaging procedure - on (B)(6) 2008: unspecified test : results of confirmation test: bilateral occlusion. Lot number (58565 ) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: update of information (batch is not valid). On 18-oct-2019: quality-safety evaluation of ptc. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.